Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-32186 1627487-2020-32188 1627487-2020-32189 1627487-2020-32190. It was reported the patient experienced ineffective therapy and reprogramming did not resolve the issue.. In turn, the patient's scs system was explanted to address the issue.